Manufacturer narrative:
H10: corrected source: web/email.

Event description:
Reported faint pink line false positive sars result for 1 symptomatic (a few days post onset of symptoms) consumer. The consumer communicated the result was confirmed negative by molecular (pcr testing) and other rapid antigen testing. 5 additional consumer events were also communicated which are captured on separate reports.

Manufacturer narrative:
A1 - updated patient identifier number b4 - added today's date of the follow-up correction report d4 - please remove lot number from initial report h6 - please remove code 3331 from initial report. Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: phone.

Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: unable to determine. Source: web.

Event description:
Reported false positive sars result for 1 consumer. It is unknown if the consumer was symptomatic or if the result was confirmed (no alternate testing mentioned). 5 additional consumer events were also communicated which are captured on separate reports.